Manufacturer narrative:
Continued e1 (phone number): (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported intracapsular rupture of the right implant via MRI. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported intracapsular rupture of the right implant via MRI. Device has been explanted and replaced.